Event description:
2008 - rep alleged the nurses were cleaning the patient and the right intermediate siderail became unlatched causing the patient to fall onto the floor. 2008- sum - tsr stated: charge nurse, added that the patient fell to the floor. She stated that the patient was sent for a CT scan and x-rays which all came back negative. Rep alleged patient had bruising, but no other injuries. Tsr stated that he tested and inspected the siderail latching and was unable to duplicate the alleged latch failure. Bed was placed back into service.